Event description:
(B)(4). It was reported that during a stenting treatment procedure, vessel perforation occurred. The patient presented with unstable angina and silent ischemia. The 75% stenosed, 22 mm long, target lesion was located in the proximal left anterior descending (lad) artery with a reference vessel diameter of 2.25 mm. The target lesion was treated with pre-dilatation and placement of a 2.25 mm x 24 mm ion coa stent. Following post dilatation, residual stenosis was 0%. A perforation was reported in the region of the proximal lad and was treated with several long balloon inflations. No further patient complications were reported and the patient was discharged three days later on aspirin and plavix.

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).